Event description:
IV keppra infusing via peripherally inserted central catheter (PICC) line. Rn and mom changing patient. Mom noted wet to shoulder where PICC is. Rn and mom assessed lines and filter noted to be leaking slightly. Infusion stopped and lines removed. New lines hung & cap changed. Defective product left for clinical nurse specialist review. Sending this filter down plus two other unopened lots (10)20035007 and (10) 20035004 because the patient's filter leaked again this evening and the nurse was unable to save the filter.